Event description:
On 6/26/00 the user facility reported to idm a potential cdis software defect with donation properties, in which not all products made from a donation receive the property when applied to that donation number. They had seen examples of this situation, but did not know the source, nor had they been able to reproduce it. (Properties are configurable codes placed on products to denote something special, such as cmv-negative, qns or a special billing code. Users assign donation properties to a donation number when they want the cdis system to automatically add the property to all products associated with that donation.) In order to determine if such a defect exists, an extensive analysis of all non-user facility customers' databases was performed to find units with donation properties on some but not all components of the same donation. This analysis led to the discovery of two software defects in which donation properties may be missing where expected. The first was a programming defect in which donation properties are not added to aliquotted products when they are created. It would be expected that any aliquot(s) created would automatically have the same donation property as the other product(s) from the same donation. (Aliquots are sub-portions of a component, i.e. The same type of product but just a portion of it.) The second is caused by a design defect and occurs because donation properties are not added to ended products. (An ended product is one that normally is no longer available on the system, e.g. When a component is converted to another component, the source component becomes ended). Examples of products were found that had been converted after they were ended, and the "child" product did not have an expected donation property. This is because the source product had been converted to more than one "child" product. This scenario can occur only if a donation property is added during the window of time between recording the conversion of the "child" products in cdis. After entering the record for the first conversion, the source product becomes ended. Then a donation property is added before the record of creating the second "child" product is entered. Potential examples of such source products are 1st stage cryoprecipitate and platelet rich plasma, which typically would be converted into cryoprecipitate and cryo-poor plasma, or platelets and ffp, respectively. All customers were notified by telephone of these defects on july 5 - 6, 2000 and by official numbered letter on 7/7/00. Work-arounds have been provided until a software revision can be completed. The analysis of customers' databases revealed no instances of unsafe product being released for transfusion because of these defects. The user facility was notified of co's findings by telephone on 7/10/00.